Event description:
The customer reported that the device failed during shift check with an error code 01000. There was no pt involvement.

Manufacturer narrative:
The customer reported that the device failed during shift check with an error code 01000. There was no pt involvement. The device was evaluated at philips, but the symptom could not be duplicated. The status log, however, did show other 01000 error codes. Replacing the processor pca and the control pca resolved the issue.